Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. After the alarm, the customer resumed bolus delivery and the alarm had not reoccurred. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.